Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-07262. It was reported that a stent dislodgement occurred. The 60% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery (sfa). While performing an atherectomy procedure, an unspecified jetstream device was utilized with a chariot guide sheath; however resistance was noted upon removing the device from the sheath. During the advancement of a 9.0 x 40 x 75cm express ld stent into the sheath, the physician felt "something funny". The physician proceeded to remove the stent from the sheath; however the stent came off the balloon beyond the hemostatic valve in the proximal portion of the sheath. At this point the physician attempted to remove the sheath from the patient when it was noted that the hub separated and the braiding began unwinding. The sheath and stent were then removed from the patient as one system and manual pressure was applied. No patient complications were reported and the patient's status is normal.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07262. It was reported that a stent dislodgement occurred. The 60% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery (sfa). While performing an atherectomy procedure, an unspecified jetstream device was utilized with a chariot guide sheath; however resistance was noted upon removing the device from the sheath. During the advancement of a 9.0 x 40 x 75cm express ld stent into the sheath, the physician felt "something funny." The physician proceeded to remove the stent from the sheath; however the stent came off the balloon beyond the hemostatic valve in the proximal portion of the sheath. At this point the physician attempted to remove the sheath from the patient when it was noted that the hub separated and the braiding began unwinding. The sheath and stent were then removed from the patient as one system and manual pressure was applied. No patient complications were reported and the patient's status is normal.